Manufacturer narrative:
(B)(4). Concomitant medical products: part: 00620205822, name: tm modular cup 58mm cluster, lot: 60451406; part:00625006530, name: trilogy bone screw 6.5x30, lot: 60656149; part: 00625006530, name: trilogy bone screw 6.5x30, lot: 60638043; part: 00625006520, name: trilogy bone screw 6.5x20, lot: 60627460. Reported event was unable to be confirmed. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient alleged harm caused by the device, however the nature of the harm is unknown at this time. Attempts have been made and no further information is available at this time.